Event description:
A female pt of unknown age presented for an endovenous laser treatment. After successfully treating the greater saphenous vein, while treating the small saphenous vein, the tip of the fiber broke of from the fiber core during pull back. As the fiber was near the entry site, the treating physician was able to successfully remove the device from the pt. There was no harm or injury to the pt due to this product problem. The procedure successfully completed with this device without further complications.

Manufacturer narrative:
A review of the lot history records was performed for the reported packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. The reported defective device has been returned to the manufacturer for evaluation. An investigation into the root cause for incident is currently in progress. The results of the investigation will be sent via a follow-up medwatch. (B)(4).